Manufacturer narrative:
(B)(4): device is currently unavailable.

Manufacturer narrative:
This report is filed january 21, 2016.

Event description:
Per the clinic, the patient experienced pain at the receiver/stimulator site, headaches, and reported a shocking sensation with and without device use. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6), 2015, and the patient was reimplanted with a new device during the same surgery. The device has not been made available for analysis as of the date of this report, (B)(6), 2015.